Event description:
It was reported that the 3.0x15 mm rx traveler balloon inflated and deflated slowly taking longer than usual. The balloon did fully deflate and there was no difficulty removing the balloon catheter from the anatomy. There was no damage or kinks observed on the balloon catheter shaft. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The traveler rx is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
Subsequent to the previously filed medwatch report, additional information has received as follows: there was no resistance felt during advancement of the 3.0x15 mm rx traveler balloon catheter to the lesion located in the distal right coronary artery that was 99% stenosed. The balloon was inflated to 12 atmospheres, twice. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulties were not confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation or deflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.